Event description:
Hcp performed a refill and a catheter contrast study, where they infected medication in the catheter plus non-preservative free contrast medium. Patient experienced an increase in rigidity, pain, blood pressure, and temperature with a decrease of o2. Patient was intubated ans sent to ICU where they stayed for 36 hours. An EKG was abnormal with cardiac damage. The contrast was flushed from the catheter. Patient is currently fine. Hcp is questioning if it was a reaction from the contrast. Hcp was not concerned at this time and reported patient had cns irritability due to drug increase. 2 weeks ago the refill was uneventful. Dosage is currently 73 or 78 milligrams per day of 200 microgram concentration dilaudid. Hcp is slowly decreasing dosage.